Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that on 05/14/2016 the patient experienced elevated blood glucose (bg) of 300 mg/dl with excessive thirst and excessive urination. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and remained on the pump. Customer technical support reviewed the pump with the reporter and found all settings and histories were correct; no pump defects were found during troubleshooting and the patient was referred to their healthcare provider for diabetes management. The reporter noted that the patient insisted the pump be replaced. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a non-specific pump malfunction.

Manufacturer narrative:
Follow-up #1: date of submission 06/28/2016. Device evaluation: the device has been returned and evaluated by product analysis on 06/15/2016 with the following findings: a review of the pump history indicated that the last basal delivery occurred on (B)(6) 2016 and that the last bolus was a 1.5unit bolus at 18:29 on (B)(6) 2016. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. No delivery interruptions and no errors, alarms, or warnings occurred during investigation. Unrelated to the original complaint, investigation revealed that the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.